Event description:
Customer reporting 1 false positive sars result. Customer states the result was negative when using another brand rapid antigen test. Through interview it was found the qv kit being used was expired more than 6 months.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the reported lot expired on 07/14/23. Root cause: potentially related to expired product use source: phone.